Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified: scratches on insulation, replaced handle. The following was observed: scratches on insulation. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces. Product used beyond defined useful life. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.